Manufacturer narrative:
Per the user guide: ensure that your personal insulin delivery settings are programmed into the pump before you use the system if you receive a warranty replacement. Failure to enter your insulin delivery settings could result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was concerned that the pump personal profile settings were incorrectly entered. Tandem technical support assisted the customer with changing the timed settings. Blood glucose was 275 mg/dl. The customer declined further troubleshooting.